Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A health professional reported that post implantation of an intraocular lens (iol) the patient experienced lot of cylindrical power and approximately after twelve days the lens was exchanged. Additional information was requested.